Manufacturer narrative:
Customer plans to repair it themselves.

Event description:
The customer reported to philips that the device made a screeching noise and had log error codes 100, 180, 10003, 1004. There was no patient or user involvement.